Manufacturer narrative:
(B)(4). Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: based on no sample, the investigation concluded, bd was not able to verify the indicated failure. This is the 1st complaint for lot # 9196132 for this type of defect or symptom. There was no documentation for this type of defect during the entire production run of this batch. This is the 1st complaint for this symptom. We will continue monitoring the trend of this lot. This lot was produced for 1.384mm. The cpm is 0.72. No additional actions are required. Root cause description: root cause could not be confirmed as no samples were received. Rationale: CAPA not required at this time.

Event description:
It was reported that the needle in the bd posiflush¿ syringe was found broken before use when opening the packaging. The following information was provided by the initial reporter, translated from (B)(6) to english: "during the maintenance of PICC for the patient this morning, it was found that the needle handle of the newly opened flush was broken. It was replaced in time and no harm was caused to the patient."